Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose while working a physically demanding job and not keeping up with meals, with the lowest cgm reading of 60 mg/dl on an fsl3+ and the patient asking about adjusting their target; the event was treated with oral carbohydrates including crackers, pretzels, a rice krispie treat, and a milkshake. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device component, and the medical device problem could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.